Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with premature eri via merlin.net transmission. There were no programming changes or therapies were delivered. The device was not explanted. This patient has not decided if she wants to continue with device therapy. The patient is fine. Further actions will be discussed with the physician.